Event description:
It was reported that the jostent graftmaster was advanced into the circumflex coronary artery to seal a perforation caused by a non-abbott device in the distal circumflex artery. The graftmaster could not reach the perforation due to the small size and tortuosity of the vessel. Subsequently, the perforation in the vessel sealed on its own without further treatment. There were no additional adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances, indicating all lot release testing met acceptance criteria. Based on the review, no product deficiency was identified.